Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, for evaluation. A lot history review (lhr) of rebt1341 showed no other similar product complaint(s) from this lot number. Sample not available.

Event description:
Facility reported to the sales rep that small holes were found on either side of the microintroducer that allowed blood to come out event while the end cap was on. No other information was provided. No patient harm reported.